Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during an eye surgery. The procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. One sample was found conforming, one sample was found non-conforming with an open valve, and one sample was found non-conforming with a tear in the septum. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).